Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have a severely bent grip, causing misalignment of the grips. A clip could not be properly loaded on the grips. The jaws opened with no issue, but the closing of the grips was prevented due to the bent grips. The grips did not show cracking damage. Components adjacent to this severely bent grip did not show damage.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the clip could be loaded to the medium-large clip applier instrument, but the instrument would not clip. Use of the instrument was discontinued, and it was replaced to the backup. The user completed the procedure, and no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the surgeon and obtained the following additional information: the issue occurred while the surgeon attempted to clamp on a vessel or tissue bundle. The issue was related to unsuccessful clip application. The customer closed the jaws, but the closure of the clip was incomplete. The medium-large hem-o-lok clips were used. The vessel or tissue bundle was not greater than the specified diameter suggested in the instructions for use (IFU).